Event description:
During a stent procedure in the mid lad, a 3.0x13 stent was implanted and a dissection occurred distally and proximally. Another 3.0x08 stent was placed to treat the distal dissection and another dissection occurred distal to that; a 2.75x08 stent was placed for treatment. A 3.0x08 stent was placed to treat the proximal dissection and at this point, everything looked good. However, thrombus was then seen in the stent that was placed to treat the proximal dissection, so another stent was placed inside this stent to treat the thrombus. At this time the results look good and the procedure was completed. The pt was subsequently discharged after 12 hrs on thursday. Saturday morning the pt presented with chest pain at an outlaying hosp. The pt experienced st elevations and was treated with heparin. The pt was getting ready for transport to another hosp when they arrested and after unsuccessful resuscitation attempts, the pt died.